Event description:
Customer stated that the power harness was burnt on the statspin express 4 unit.

Manufacturer narrative:
Statspin centrifuge reporting unit was not turning. Wrench light was on power control board and the power harness burnt with pins discolored. No injuries were reported. No burning smell, visible flames or smoke were reported and fire department was not called.